Manufacturer narrative:
Correction: supplemental MDR required to retract - date of explant, since the lead was capped.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited high, high voltage lead impedance. The patient was not symptomatic due to the event. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and post procedure.